Event description:
During orthopaedic procedure screw broke as it was being inserted. No pieces retained by pt. Product was used appropriately.

Event description:
Add'l info rec'd from MFR 6/23/04: the lot number of the subject device was not provided by the facility. A medwatch report has not been filed on this incident. All pieces were retrieved from the patient and no add'l surgery was required.